Manufacturer narrative:
Result: missing motion interrupt pan.

Event description:
It was reported by service report that the bed is missing the motion interrupt pan. No patient involvement or adverse consequences were reported.